Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored with fading text. There was evidence contamination found under all of the keypad button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/19/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: evaluation revealed that the display screen was dim and discolored with fading text. The keypad cover was found to be missing from the pump, exposing all key contacts. The contrast button was unresponsive due to a missing key contact. The up arrow, down arrow and ok buttons responded appropriately. The keypad was removed and contamination was found under all of the button key contacts. (B)(6).